Event description:
The customer's father reported son's high blood glucose and insulin pump alarmed motor error during prime. Troubleshooting was done. Customer's blood glucose was 600 mg/dl and current blood glucose was 582 mg/dl. Customer stated that son woke up with 600 mg/dl blood glucose; they changed the set, and hour later the blood glucose was still 580 mg/dl and customer had ketones. Customer treated with the insulin pump giving extra units from the estimated total. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).